Event description:
It was reported that a tip perforation occurred. A fighter guidewire was selected for treatment, but a tip perforation occurred, which resulted in an unsuspected pericardial effusion (pe) with tamponade, restricting the use of the fighter guidewire. No further patient complications resulted in relation to this event. It was further reported that the patient underwent the procedure in (B)(6) 2020. The fighter was placed in a marginal coming from the circumflex (cx). It was noted that after awhile, and for better placement, the guidewire was advanced further down in the cx. Following the end of the procedure, there was no signs of anything unusual. However, a few hours after the procedure, the patient was not feeling well, and returned for angio, which revealed a tamponade in the marginal. The patient underwent a pericardiocentesis. On the following day, the patient discharged from the hospital.

Event description:
It was reported that a tip perforation occurred. A fighter guidewire was selected for treatment, but a tip perforation occurred, which resulted in an unsuspected pericardial effusion (pe) with tamponade, restricting the use of the fighter guidewire. No further patient complications resulted in relation to this event.